Event description:
Medtronic legal received information regarding low blood glucose incidents from the attorney of the family. The information received on may 5, 2020 stated the following - reporter alleges: the customer had approximately 100 low blood glucose events with unknown incident dates since starting on the 670g pump in mid 2018. Many of the incidents required assistance to reverse. Prior to using the 670g pump, the customer never had hypoglycemic incidents with any other pump model. In the fall of 2019 the customer noticed the reservoir would not fully lock in place, and they discovered the retainer ring was partially displaced. The pump was returned to medtronic in march 2020.

Manufacturer narrative:
Retainer ring color: missing. (B)(4). Motor app version 2.6a verify if the reservoir locks in place: no. The pump was returned for legal testing. Type of damage is: missing retainer ring per customer notes. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, lcd functional test, displacement test and the dat at 0.08705 inches. Visual inspection: missing retainer ring, minor scratched display window, scratched case, and pillowing keypad overlay. The pump did not have a battery installed when received. Test energizer alkaline battery 1.557 volts. Using a test battery cap. History download was successful using thus and carelink upload was successful. The pump passed the functional testing. The pump had a missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was unable to lock in place. The customer stated that the retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).